Event description:
It was reported that a malfunction alarm identified as 16-0x20e6 occurred with the pump, which persisted even after attempting a reset. There was no reported impact to the customer's blood glucose level due to the incident, as specific blood glucose values were not provided. The device was scheduled to be returned, and arrangements were made for a replacement pump to be issued.